Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device expiration date: unknown . Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported when using an unknown bd® blood collection tubes do not have a vacuum and requires too much force to insert the needle. The following information was provided by the initial reporter. The customer stated: "on (B)(6) 2022 and (B)(6) 2022, tubes that do not have vacuum are identified during sampling, and cause venipuncture failures. Additionally, this requires too much force to insert the needle, they are reintroduced, and in many cases they do not fill completely. This happened to me. However, consulting with the auxiliaries, they inform me that it has happened to them constantly."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using an unknown bd® blood collection tubes do not have a vacuum and requires too much force to insert the needle. The following information was provided by the initial reporter. The customer stated:"on 06 09 2022 and 07 09 2022, tubes that do not have vacuum are identified during sampling, and cause venipuncture failures. Additionally, this requires too much force to insert the needle, they are reintroduced, and in many cases they do not fill completely. This happened to me. However, consulting with the auxiliaries, they inform me that it has happened to them constantly.".